Manufacturer narrative:
A system service check of the avanta fluid management system was offered to this customer; however, the injector system as well as all products in use at the time of this incident have been removed from service by law enforcement in (B)(6). A replacement injector is to be installed at the customer site next week and an additional applications in-service will be completed by a bayer clinical support specialist following the installation. Since all product associated with the incident is being held by (B)(6) law enforcement, evaluation of the suspect disposables used at the time of this incident is not possible at this time. Product analysis has requested retained samples of the suspect lot numbers and will perform evaluation and testing when received. A follow up report will be submitted upon completion of the investigation. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported to a bayer representative that an alleged air injection and subsequent patient death occurred while a avanta fluid management system (serial number (B)(4)) was in use. It was reported that while attempting to fill the syringe with contrast the nurse observed that the injector piston was moving but the plunger of the syringe stayed in the same position. The physician then disconnected the single-patient disposable set (spat) line from the patient's catheter and heard a "vacuum" sound. The patient was assessed and appeared stable but went into asystole. Cardiopulmonary resuscitation (CPR) was initiated but unsuccessful. The patient ultimately expired. The customer has been contacted and additional information has been requested. No further information has been provided at this time.

Manufacturer narrative:
A system service check of the medrad® avanta fluid management system was offered to this customer; however, the injector system as well as all products in use at the time of this incident have been removed from service by law enforcement in germany. Since all product associated with the incident is being held by german law enforcement, evaluation of the suspect disposables used at the time of this incident is not possible at this time. Bayer product analysis received and functionally tested a retained medrad® avanta multi-patient disposable set (mpat) syringe sample of the suspect lot number as well as lab stock tubing for the mpat and single-patient disposable set (spat). All samples that were tested performed to specifications with no problems found. A replacement injector was installed at the customer site and additional applications in-service was completed on (B)(6) 2021 by a bayer clinical support specialist. During this in-service, the customer stated that they perform between 2 and 10 cardiac procedures per day and often do not change the mpat set up until the following day. The customer was able to confirm that in this subject incident, the mpat set up was used the previous day and was not changed. In this subject incident, the patient was undergoing a stent placement of the left coronary vessel. The catheter was connected to the spat and situated in the patient's aorta near the left main coronary artery; no contrast injection was initiated. As the nurse started to refill the mpat syringe she observed the piston of the injector moving, however, the mpat plunger of the syringe stayed in place. The nurse observed that the hooks on the plunger of the mpat syringe had separated from the piston. The nurse informed the doctor to disconnect the spat from the catheter. During the disconnection of the spat from the catheter, a vacuum could be heard. Initially, the team had assessed the patient and found the patient was stable without complications. As the team proceeded to change the damaged mpat syringe, the patient suddenly became cyanotic. Cardiopulmonary resuscitation (CPR) was immediately administered, however, the patient could not be resuscitated. The autopsy report was termed " inconspicuous", with respect to the area around the left main coronary vessel and aorta, where the catheter was placed during the incident. The medrad® avanta fluid management system operation manual cautions the user as follows: "do not exceed the five patients per day usage for the multi-patient disposable set(mpat). Mpat integrity and performance could be affected if 5 patient usage is exceeded". "Warning: storage of filled syringes or disposables can promote bacterial growth. Avanta syringe and the multi-patient tubing components are designed to be used for up to five patient procedures but not for storage of contrast. Discard the syringe and multi-patient tubing after the fifth or the last patient of the day, whichever occurs first." "Do not fill or inject unless the syringe is properly engaged with the injector head. Improper engagement may cause an under volume delivery, air embolization or personal injury."